Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the probe rinse block (rb1) was not aligning properly with the fluid port on the manual probe. He repositioned the manual probe and adjusted the rinse block down to align the components. He performed rinse probe procedure and all fluid was being properly evacuated to the waste chamber, and the leak was resolved. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).

Event description:
The customer reported an undetermined amount of bloody fluid leaked from the rinse block in a coulter lh 500 hematology analyzer onto the counter while running controls. The leak was not contained within the instrument and no error messages were observed at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.